Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that x-rays confirmed that both leads migrated thereby leading to ineffective coverage of therapy. As such surgical intervention was undertaken where both the leads were explanted and replaced with a exclaim paddle, thereby restoring excellent coverage.